Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the flapper valve seal was disengaged. The trocar balloon, and valve doors appeared to be intact. The obturator was received. The inflation syringe was received. The lock collar was intact. A functional evaluation found that the balloon was inflated using a test syringe; no leaks detected. The lock collar move up and down the cannula and snapped securely in place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged flapper valve seal may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, during set up, two visualization devices did not turn on. A trocar also had a disengaged valve seal during trocar incision. Another visualization device and trocar were used to proceed with the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, during set up, the visualization device did not turn on. A trocar also had a disengaged valve seal during trocar incision. Another visualization device and trocar were used to proceed with the case. There was no patient injury.